Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 353 mg/dl. Customer was not sure the cause of the high blood glucose. Customer treated high blood glucose with manual injection 10cc. Customer decline to troubleshoot high blood glucose. Customer will contact his health care professional and inquire about high blood glucose and ask about insulin absorption time. Infusion set was changed. The device will not be return for analysis. Frn- model unknown reservoir.